Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The broken haptic was returned. The haptic was broken in the bulbous weld area. The other part of the haptic end was not returned. Customer indicated the rest of the lens remains implanted. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot #. Additional info has been requested.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, one of the haptics was noted to be broken and in the capsular bag. An additional surgical procedure was performed to remove the broken haptic. The iol was noted to be well positioned and was left in place. Additional info has been requested.